Manufacturer narrative:
Concomitant medical products: 459888 lead and dtba1qq ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of a fracture. The lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had oversensing with a lead noise warning for oversensing of noise episodes. The lead had an undefined high pacing impedance warning. The lead had high thresholds. The lead was programmed off and was later capped and replaced. No patient complications have been reported as a result of this event.